Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture with a pause of approximately two seconds. The patient would be brought to their clinic for reprogramming. No adverse patient effects were reported. The lead remains in service.